Manufacturer narrative:
A4-a6:unk. H6: work order search found no similar complaints. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -11.5/3.5/086 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Excessive vault was observed. Reportedly, "the patient complained of dizziness at night, never adapted, and was reluctant to re-implant. On (B)(6) 2023, the lens was removed and the problem was resolved.